Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 ng/ml on a pt in the ER. The customer used two different lots in the ER and lab. I-stat, time: 16:15, result: 0.12, lot#: t11124, location: ER (first sample). Time: 16:55, result: 0.03, lot# t11160, location: lab (second sample). Reruns: first sample, next day, lot# t11160: 0.02 (lab). Second sample, next day, lot# t11160: 0.04 (lab). Lot#: t11124, exp date: 11/28/2011. MFR date: 05/2011. Lot#: t11160, exp date: 12/28/2011. MFR date: 06/2011. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.